Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient could not bypass the elective replacement indicator (eri) message on the remote and that this switches them to the startup screen/splash screen. Patient was advised to take batteries out of the remote and replace them, patient was warm transferred to repair department. Patient stated that they were cardioverted 70 days ago, further reporting that their ins was now discharging at a faster rate. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that they had an office visit to the doctor and a replacement was recommended. Patient stated that the ins discharging at a faster rate had not been resolved, and that eri status had been intermittent. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received their replacement device. No further complications were anticipated.